Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was not reported, as the caller declined to answer whether it exceeded 500 mg/dl. The customer was advised to reset the malfunctioning pump and use it until the replacement arrives, despite warnings not to continue using it. A replacement pump with updated software will be sent, and training will be available. Additionally, the customer was instructed on how to put the faulty pump into storage mode before returning it to tandem.